Event description:
The consumer reported that the patient had very little therapeutic benefit and hadn't had much improvement since implant on (B)(6) 2016. The patient's symptoms were that they went 14 times and since implant they had gone between 11 to 12 times. The patient had a reprogramming session with the manufacturer representative at their health care provider's (hcp's) office 2 weeks after implant at it was determined that they would not use 1 program as the patient felt stimulation at the implantable neurostimulator (ins) pocket. The patient had been on the remaining programs the last 3 weeks and the hcp increased the setting on the current program last week and told the patient to stay there for 2 months. The patient had a short trial that lasted 3 days and experienced only 10 percent improvement during that time. The patient was currently tracking their results. There were no trauma or falls that could be related to the issue. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.